Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system was hospitalized due to a wound infection caused by staphylococcus aureus one month after implant. There was also wound dehiscence and visibility of the device complicated by bacteremia. The ICD system was explanted and implant of another device system is to be discussed at a later date. No additional adverse patient effects were reported.